Event description:
The customer reported to our kit booking specialist, an event of breakage of the item involved. The event occurred during a surgical procedure. The customer contacted stryker to receive a substitution for this product. No adverse consequences reported.

Manufacturer narrative:
Evaluation summary: during review of the device history report (DHR) no material, design or manufacturing related issues were found. The reported issue was not confirmed; investigation was not possible because the product were not returned. No non-conformity identified; no previous or actual actions are in place. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future, the file will be reviewed. If the results are not within the possibilities as stated above, the file will re-opened.